Event description:
A customer reported a pump malfunction with an alarm while the device was in use. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Although the customer was assisted in loading a new cartridge, the issue persisted, and since the pump was out of warranty, a replacement could not be provided. The customer intended to contact their healthcare provider for further assistance.